Manufacturer narrative:
Additionally, a triathlon p/a cr beaded #4l, cat # 5517f401, lot ecfnb was also noted in this report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had left knee revision due to pain.